Event description:
A minimum fill notification was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer attempted to load a new cartridge and filled it with 300 units, leaving 269.5 units usable. The caller received instructions to remove their pump from its case, but they encountered difficulties doing so. They planned to seek assistance to remove the case and continue the process, with a follow-up call expected once the issue was resolved.